Event description:
It was reported that "after surgery trial was sticking to t-handle during detachment the inside of the t-handle broke off".

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.